Manufacturer narrative:
(B)(4). The sample lot number is unknown at this time. The sample availability is unknown at this time. A follow-up MDR will be submitted if additional information is obtained.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during the initial drain on the home choice (hc). The technical service representative (tsr) explained the message to the home patient (hp) and instructed him to cycle the machine. The tsr advised the hp to start over using new supplies. The hp stated a bag fell off and disconnected from the tubing. Product surveillance (ps) contacted the home patient (hp) on (B)(6) 2011 regarding the system error 2240 alarm. Per the hp, he stacks another bag on top of the heater bag. The hp started over with new supplies and resumed therapy. The peritoneal dialysis nurse (pdrn) was aware of the alarm. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during the initial drain was confirmed the complaint information the root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The home patient (hp) stated a bag fell off the tubing. Per the hp, he stacks another bag on top of the heater bag. No issues identified with the product labeling that would contribute to the reported problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.